Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9735999, serial/lot #: unknown. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that there was no signal on the camera cart and there was computer booting issue on the main cart. There was no patient present when this issue was identified.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the ssd could not be installed because it was attached to metal frame in wrong orientation. They had to rotate ssd 180 deg inside metal frame to be able to install ssd into computer. If information is provided in the future, a supplemental report will be issued.